Event description:
Optometrist reported patient had increased intraocular pressures at one month prk (photorefractive keratectomy) post-operative visit. Patient instructed to discontinue steroid drops and start regiment of antiglaucoma medication. This report is for the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).